Event description:
Patient reported left side "knot or lump on the bottom of breast that can be seen and felt". Patient later reported ¿hardness, lumps and the implant feels like it is wearing out on the bottom". Healthcare professional later reported capsular contracture, baker grade IV. Healthcare professional also reported left side "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2015. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumps", "capsulectomy", rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in anterior side assessed as fold flaw opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed.

Event description:
Patient reported left side "knot or lump on the bottom of breast that can be seen and felt". Patient later reported ¿hardness, lumps and the implant feels like it is wearing out on the bottom". Healthcare professional later reported capsular contracture, baker grade IV. Healthcare professional also reported left side "hole, non-specific". Device has been explanted and replaced.